Event description:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to third party service center. The service center reports the unit's power cord is corroded and the device cannot be powered on in order to be able to collect the error log/machine hours. During the evaluation of the device at the third-party service center, the device was visually inspected, and corrosion was found on metallic surfaces. The device was scrapped.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.